Event description:
It was reported that the reported issues were noticed during an inspection at the sterilization department.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 279712400 - xpdm quick-con si poly scwdrvr , lot # 0209mi, supplier: (B)(4). Batch # 1 qty - (B)(4) release to warehouse date: 07 jul 2009. Batch # 2 qty - (B)(4) release to warehouse date: 12 jun 2009. Batch # 3 qty - (B)(4) release to warehouse date: 02 jun 2009. Batch # 4 qty - (B)(4) release to warehouse date: 26 may 2009. Batch # 5 qty - (B)(4) release to warehouse date: 08 may 2009. Batch # 6 qty - (B)(4) release to warehouse date: 17 apr 2009 . No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the tip of two (2) poly drivers were discovered as torqued. No surgical involvement or patient involvement reported. No further information available. This report is for one (1) expedium spine system quick connect si poly driver. This is report 2 of 2 for (B)(4).